Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device reset itself multiple times during the event. Physio replaced the device's system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and was unable to duplicate any issues with this removed part. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that when attempting a user test defibrillation energy test the device would not shock. The customer advised physio-control that when they powered the device on following this event, the device was stuck on the self test screen. The device now continuously reboots by itself about every 30 seconds. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting a user test defibrillation energy test the device would not shock. The customer advised physio-control that when they powered the device on following this event, the device was stuck on the self test screen. The device now continuously reboots by itself about every 30 seconds. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.